Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. Based on the results of the investigation, it is likely that the following led to the malfunction: when the bore was scoped, scarring found on the inner wall with fibers hanging out of it was due to channel mechanical issues. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device exhibited an issue when bore scoped, scarring was found on the inner wall with fibers hanging out of it. The issue occurred during reprocessing. There was no patient involvement.